Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, cracked display window, scratched reservoir tube window and a cracked case at a reservoir tube window corner.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that numbers on display screen continued to scroll when customer attempted to program a bolus. Customer's blood glucose was 180 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.